Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-140mg/dl fasting. Verified test strips expire 09/30/2017. Customer's test strips are being stored in the kitchen and opened vial date spring of last year. Customer performed a back to back blood test 280mg/dl and 250mg/dl with new vial lot # pr2129 opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: lo (this result was obtained from strips that were open last year on spring.) Customer calling stating his meter is reading lo. I verified strips lot # pr2129 was open last spring according with customer. I asked customer for new strips, customer stated he has one more vial that he has not open but has the same lot # pr 2129. I asked customer to run blood (with the new vial of strips open today (B)(6) 2016) test result: 280 mg/dl, 250 mg/dl.